Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient had been hospitalized with an infection on (B)(6) 2022. The patient wore the pod between 36 and 48 hours. Symptoms reported include irritation caused by the adhesive and an infection around the cannula. The patient was prescribed mupirocin (2%, 22gm, 3 times daily until infection is gone) and clindamycin (75 mg/ml, 15 ml by mouth 3 times for 7 days.) The patient was released the same day. The patient did not wear the pod to the hospital.